Event description:
The user received an erroneous total bilirubin result for one pt sample. The initial result was 16.6 mg per dl and was reported to the physician. The physician requested a rerun of the original sample and a result of 5.7 mg per dl was obtained. The report was corrected to 5.7 mg per dl. The same pt was redrawn and the results from the second sample agreed with the result of 5.7 mg per dl. The pt incurred no adverse effects.

Manufacturer narrative:
The field service rep checked the water pressure and gear pump pressure as well as the vacuum and all the rinse mechanism functions. He also ran a precision with acceptable results. He could not find a cause and checked the instrument tubings, syringes, vacuum, probes, incubation bath, cells, stirrer, cell rinse units and the reagent compartment. To verify the analyzer performance, the user ran calibration and qc with acceptable results. Instrument performing within specification.